Event description:
The user could not hear high frequency or quiet sounds with the device; the problem existed for the last year. An incident of accident of trauma is unknown. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
As the ift measurement during investigation shows similar results with the ift measurements in the field, and the fact that after the electrode has been cut before the observed damage and re-measured (all channels on ok). It is assumed, that the active electrode got damaged by sutures over time. The silicone tube of the active and reference electrode were damaged at the same location, which seems to confirm that sutures were placed above both electrodes at this location. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user currently does not hear high frequency or quiet sounds; the problem exists for the last year. An incident of accident of trauma is unknown. Re-implantation is considered but no date has been defined.